Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", (B)(6).

Event description:
It was reported that the pt's lead was damaged during explant of the pt's implantable neurostimulator. The neurostimulator was explanted as it was not helping the pt. The lead broke "right above the electrodes," and a fragment remained implanted in the pt. It was noted that the physician used proper technique for removal of the lead, and dissected deeper to free the lead, but a fragment was left in the pt. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.